Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue, due to an identified electrical/electronic component problem. The performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a diagnostic bronchoscopy procedure, the bronchovideoscope produced a very snowy image on the screen when plugged in, and there was no view at all. There were no reports of patient harm.